Event description:
The customer reported that they were experiencing dropouts with a telemetry device. The patient expired. There is no allegation of device malfunction.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more information concerning this event.